Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the lancet holder on the patient's onetouch lancing device is damaged. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged issue was discovered on (B)(6) 2012 at 7:30am. The reporter stated that the patient manages his diabetes with oral medication (unknown type and dosage), diet, and exercise and denied making any changes to the patient's usual diabetes management routine in response to the reported issue. Two days after the alleged issue occurred, the reporter claimed that the patient developed symptoms of feeling "shaky, dizzy, and of having headaches" but denied receiving any treatment in response to these symptoms. The cca noted that the reported issue remains unresolved with troubleshooting. Replacement product was sent to the patient. Although the patient did not receive any medical treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the lancing device involved with this complaint failed testing. The lancet holder was found to be broken. Therefore, the complaint is confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.